Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smartsite needle-free connector valve was blocked and would not flush. The following information was provided by the initial reporter: "it was reported that the bd smart site valve was faulty, when trying to flush the connector it would not go through. Appeared to be blocked. Have also checked syringe and gripper needle but it was not at fault. The occurrence date was (B)(6) 2020. The sample was available. There was no patient involvement and no patient injury reported or medical intervention indicated during the time of event."

Manufacturer narrative:
H.6. Investigation: a 2000e-04 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to access the product. A review of the production records for lot 20055381 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that the smartsite needle-free connector valve was blocked and would not flush. The following information was provided by the initial reporter: "it was reported that the bd smart site valve was faulty, when trying to flush the connector it would not go through. Appeared to be blocked. Have also checked syringe and gripper needle but it was not at fault. The occurrence date was (B)(6) 2020. The sample was available. There was no patient involvement and no patient injury reported or medical intervention indicated during the time of event."